Manufacturer narrative:
The sample was investigated and the tsh and ft4 and ft3 values which generated at customer site were confirmed at roche diagnostics. The investigation identified an interference to a component of the reagent; this interference is covered in product labeling. These effects are minimized by suitable test design.

Manufacturer narrative:
This event occurred in (B)(6). (B)(6).

Event description:
The customer complained of questionable thyroid results for 1 patient sample on a cobas 8000 e 801 module. The patient sample was submitted for investigation where discrepant results were identified for elecsys tsh assay, elecsys ft4 ii assay, elecsys ft4 iii assay, and elecsys ft3 iii between the customer's e801 module, an e801 module used at the investigation site, and the siemens centaur method used at the investigation site. The erroneous results from the customer site were reported outside of the laboratory. This medwatch will cover ft4 ii. Refer to medwatch with patient identifier (B)(6) for information on the tsh results, medwatch with patient identifier (B)(6) for information on the ft4 iii results, and medwatch with patient identifier (B)(6) for information on the ft3 iii results. Refer to the attachment to the medwatch for all patient data. There was no allegation of an adverse event. The customer's cobas e801 serial number was not provided. The serial number for the cobas e801 used at the investigation site was (B)(4). The tsh reagent lot used on this cobas e801 was 331814 with an expiration date of 31-aug-2019. The ft4 ii reagent lot used on this cobas e801 was 303203 with an expiration date of 30-apr-2019. The ft4 iii reagent lot used on this cobas e801 was 303203 with an expiration date of 31-may-2019. The ft3 iii reagent lot used on this cobas e801 was 314824 with an expiration date of 31-may-2019. The investigation is ongoing.